Event description:
During an lar procedure after firing the device, the doctor found the rectum was cut completely and not sewing. The doctor did not find any staples in the incision or the instrument. Another device was used to complete the operation. There was no patient consequence.